Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the product experience report (per) was received in the returned goods lab. Reportedly, during an intervention on a heavily calcified lesion in the right coronary artery (rca), the physician was unable to track a stent to the lesion site, even after multiple balloon dilatations with the 2.5 mm voyager balloon, which resulted in a spiral dissection. Additional information received noted that the dissection required medical intervention of implanting one rx xience v (2.5x15mm) distal, followed by on rx vision (2.5x12mm), and a (2.75x12mm) proximal to the rx xience v (2.5x15mm). The rx voyager has been discarded and will not be returned. No additional event or patient information is available.